Manufacturer narrative:
The meter and test strips were requested for investigation, but the test strips have been discarded by the patient. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The laboratory result was 2.92 inr. The meter result was 4.2 inr, and was taken 15 minutes after the laboratory result. On (B)(6) 2020 the laboratory result was 2.76 inr. The meter result was 4.0 inr, and was taken 15 minutes after the laboratory result. The patient¿s therapeutic range is: 2.5 -3.5 inr.